Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. (B)(4). Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Contact stated they will continue to use the pump, and have back up manual injections and pens if needed for insulin therapy.